Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro vh-3500 tip separated from the main body. There were no additional incisions required. The surgery was finished with a new device. There was a two-minute procedure delay, due to getting a new device. There was no patient harm or injury reported. Photos were provided, by the complainant. There were signs of clinical use, and evidence of blood on the jaws. The gray silicone on the cold jaw was detached.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2024. Photographs were provided by the account. A photographic evaluation was conducted. One photograph provided product information. Signs of clinical use and evidence of blood were observed in the 2nd photograph of the harvesting device. Charred material was observed on the intact heater wire. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled off the jaw, exposing the entire cold metal jaw. No other visual defects were observed in the photograph. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred material was observed on the intact heater wire. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled off the jaw, exposing the entire cold metal jaw. The detached silicone insulation was returned for evaluation. No other visual defects were observed. Based on the returned condition as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000366831 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.